Event description:
It was reported that during use with a bd facscanto¿ ii system erroneous counts of lymphocytes occurred. Erroneous results were not reported out and there was no report of patient impact. The following information was provided by the initial reporter: customer reports that one of their canto is giving erroneous result during the 6c tbnk assay. Customer says that in particular, the count of lymphocytes is incorrect. The instrument has been recently serviced by the fse. The instrument passed 7-color setup without issues. Was the patient treated based on erroneous results? No because operator realized there was an issue by checking the multi check control. Specify if any testing done was ivd or ruo. Testing performed was ivd. Were results reported to a patient or clinician and acted on? No. Was there skipping of samples or carryover? No. Was there skipping of tubes while dispensing blood? No. Was there an insufficient dispensing/aspiration/sample issue? No. Was there any delay of treatment due to the issue? No, customer has a second instrument that gave correct results. Did patient samples need to be redrawn? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any impact to patient samples due to the issue? No. Was there any physical harm/injury due to the issue? No. If customer was harmed/injured, provide details - how and to what extent? N/a. If there was patient harm, what is the current medical status? N/a.

Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2/2 sys ivd ¿ 338962 of obtaining incorrect lymphocyte percentages resulting in potential erroneous results. Manufacturing defect trend: there is zero qns (quality notifications) related to the reported issue. Date range from 31aug2019 to date 31aug2020. Complaint trend: there are 5 complaints similar to the reported complaint of incorrect or erroneous results. Date range from 31aug2019 to 31aug2020. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of why the customer was obtaining incorrect lymphocyte percentages was due to the sample flow rate and sheath pressure being out of specification. The fse (field service engineer) confirmed the issue and made the proper adjustments to optimize the performance of the instrument. No parts were requested for evaluation as no parts were replaced. Although the test was run on patient samples, there was no report of harm or injury to the patient, nor was there information of any treatment given due to the unexpected results. These results were realized by the operator by checking the multi check controls and using a second facscanto instrument to compare. Bd facscanto ii instructions for use (IFU), #23-20269-00, provides instrument and software troubleshooting solutions to many possible causes. This can be found starting on page 181 in the troubleshooting section. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: 08sep2008 defective part number: n/a work order notes: subject / reported: 338962 - bd facscanto ii - incorrect lymphocyte percentages problem description: customer reports that one of their canto is giving erroneous result during the 6c tbnk assay. Customer says that in particular, the count of lymphocytes is incorrect. The instrument has been recently serviced by the fse. The instrument passed 7-color setup without issues. Cst in the facs diva runs also without issues. Work performed: checked sample flow en sheat flow. Sheath flow pressure was slightly to high and readjusted this also the sample flow was to low for low med and high. Checked this with trucount. System didn't had any problems with the cst (facs diva) en 7 collor setup (facs canto). Only when the test cd3/cd8/cd45/cd4 truc was performed it was out of specification. Bij all the adjustments from sample flow and sheath press en optimizing the optics this came within spec again. I have tasted this together with the customer. After that I have done a cst run as well en now further issues seen. Cause: small adjustments on pressure en flow en optimizing the optics where needed to get this within spec. Solution: small adjustments on pressure en flow en optimizing the optics where needed to get this within spec. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes /no. Item: 5. Regulators function: 5.1 regulate sheath air pressure in plenum potential failure mode: 5.1.1 regulator failure potential effects of failure: 5.1.1.1 sheath flow rate fluctuates. Incorrect results potential causes/mechanisms of failure: 5.1.1.1.1 liquid in regulator current controls: hydrophobic filter level sensor in plenum (prevents overflow) feedback control maintains pressure until regulator is no longer operational firmware reports out of bound pressure readings and is reported to the host recommended actions: n/a responsible party: n/a target completion date: n/a actions taken: n/a sev: 8, occ: 2, det: 5, rpn: 80. Item: 5. Regulators; function: 5.2 regulate air pressure in the sample tube; potential failure mode: 5.1.2 regulator failure; potential effects of failure: 5.1.2.1 sample flow rate fluctuates. Abnormal event rate; potential causes/mechanisms of failure: 5.1.2.1.1 liquid in regulator. Current controls: hydrophobic filter, feedback control maintains pressure until regulator is no longer operational user observes abnormal event rates during acquisition. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 2. Det: 5. Rpn: 50. Mitigation(s) sufficient: yes / no. Root cause: based on the investigation results the root cause was due to the sample flow rate and sheath pressure was out of specification. Conclusion: based on the investigation results, the root cause of the customer obtaining incorrect lymphocyte percentages resulting in potential erroneous results was due to the sample flow rate and sheath pressure being out of specification. The fse confirmed the issue, adjusted the sheath pressure and flow rates, along with optimizing the optics to get the instrument back to normal operation. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is low as there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii system erroneous counts of lymphocytes occurred. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: customer reports that one of their canto is giving erroneous result during the 6c tbnk assay. Customer says that in particular, the count of lymphocytes is incorrect. The instrument has been recently serviced by the fse. The instrument passed 7-color setup without issues. Was the patient treated based on erroneous results? No because operator realized there was an issue by checking the multi check control. Specify if any testing done was ivd or ruo. Testing performed was ivd. Were results reported to a patient or clinician and acted on? No. Was there skipping of samples or carryover? No. Was there skipping of tubes while dispensing blood? No. Was there an insufficient dispensing/aspiration/sample issue? No. Was there any delay of treatment due to the issue? No, customer has a second instrument that gave correct results. Did patient samples need to be redrawn? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any impact to patient samples due to the issue? No. Was there any physical harm/injury due to the issue? No. If customer was harmed/injured, provide details. How, and to what extent? N/a. If there was patient harm, what is the current medical status? N/a.